Event description:
A journal article was reviewed which contained information regarding this lead model. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: lead impedance increase, oversensing/noise, undersensing, and high impedance. The lead status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "long-term performance of the medtronic sprint fidelis lead: a matter of lead type" europace. November 1 2012;14(11):1620-1623.